Event description:
It was reported that the anesthesia system generated alarms for high peep during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital. No issues were found and the machine was cleared for clinical use. A complete set of device logs has been received and our evaluation shows that the test log has no failing tests. The technical log has recordings indicating two technical codes caused by the apl pressure exceeding the measured airway pressure in manual mode and a can communication error between the panel pc board and the and the display pc board. The internal log shows that an alarm for high peep had been generated one time. There are also alarms for air supply pressure: low and leakage. According to the received information, no fault was found during the investigation and no parts were replaced. Based on the above information, we have not been able to determine the true cause of the reported issue. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).